Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 02/14/2017 with the following findings: the pump's black box history showed that the time and date was resetting to default following pump reboot events. The complaint was duplicated during the investigation. The pump was opened and the bt1 component showed evidence of leaking and was unable to hold a charge. On (B)(6) 2017 at 04:14, the time/date were manually changed to 16:14. This caused the total daily dose to appear to be less than the programmed totals were for that day. On (B)(6) 2017 at 12:36, the pump was powered off and then on again and time/date were manually set to (B)(6)2017 at 00:42. The pump was put on a basal program of at least 1u/hr for 24 hours during the investigation; pump history indicates the tdd was recorded accurately. The pump was tested for flow accuracy and was found to be within specifications. Unrelated to the initial allegation, the display screen was dim and discolored. The battery compartment was found to be cracked.

Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that a patient experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose reading of ¿high¿ which indicates a blood glucose of over 600 mg/dl. The reporter stated that there were no symptoms of hyperglycemia or ketones present. The patient did not receive any treatment above and beyond the normal course of diabetes management. The patient had remained on the pump at the time of the call. The reporter noted that the pump¿s time and date settings were resetting to default when the pump was rebooted. The pump instructs the user to verify the time and date each time it is powered on. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event.